Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.(B)(4).

Event description:
The device was in use with patient for 3 days when the mother of the patient changed the site. During the site change, the mother explained that the device cannula broke off and remained under her daughter's skin. Additional information regarding potential harm or medical intervention has been requested; the reporter has not provided a response at this time.